Event description:
It was reported to the manufacturer by the end user, per the end user, "facility staff stated all she knew was that patient rolled out of bed, boosters not working and bed is to small." The patient did not sustain any injuries. Upon speaking with the facility, it was stated that the mattress originally ordered for the patient was not wide enough to allow the patient to roll over. The facility has ordered a wider width mattress for the patient. (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit have not been returned.